Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 11:00 am, the cgm displayed 304 mg/dl while a fingerstick blood glucose (fsbg) measured 210 mg/dl. The patient attempted calibration without improvement and assumed the cgm remained accurate throughout the day. The patient later expressed concern that her tandem mobi pump may have overcorrected insulin delivery based on inaccurate cgm data. Later, while not at home, the patient experienced symptoms including confusion, sweating, near syncope, black spots in vision, and difficulty speaking. No fsbg was available at that time. The patient, who is a physician assistant student, reported being around medical students who assisted with symptom management; however, specific treatments provided were not documented. On (B)(6) 2026, the patient continued to note discrepancies, with an fsbg of 204 mg/dl while the cgm read 268 mg/dl. The patient remained concerned that the pump might still be delivering incorrect insulin but did not have any symptoms that day. No treatment was taken at this time. The patient reported feeling well overall and expressed concern about potentially needing to switch to a different glucose monitoring device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.